Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 165 mg/dl. The customer stated that some batteries are not accepted by the pump. The customer is explained that new fresh battery has to be inserted in the device. The customer also reported that the buttons are not responsive from time to time. The customer stated that the device was not exposed to moisture and advised to revert to back up plan. The customer insulin pump is oow warranty.